Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the lower push button of the device not rotating was not confirmed. Therefore, an assignable root cause was not determined. However, the reported condition of the moving parts of the trigger not moving smoothly and the trigger being sticky identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the lower push button on the small battery drive device was not rotating. During in-house engineering evaluation, it was observed that the moving parts of the trigger did not move smoothly and the trigger was sticky. It was observed that the device had corrosion/rusting/pitting and foreign substance/debris/cleaning/sterilization. It was further determined that the device failed pretest for check for sticky triggers. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.